Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding after the device was exposed to moisture. The customer stated that she was at an event and the device got wet in the rain. Blood glucose value was 201 mg/dl. She confirmed the only damage on the device was scratches on the lcd screen and she did not see fluid inside the screen but the device was vibrating without an alarm or alert and had a constant tone. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.